Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach and the capsule was removed. There was no harm to the patient and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule.

Manufacturer narrative:
Evaluation summary: a bravo device arriving in bio lab. Bravo device (capsule and delivery) was not received for evaluation. The sample met specification as received. The visual inspection found that the fedex delivery was empty. The reported condition was not confirmed. The investigation found that the device was not returned for investigation. The box was empty. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.